Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that an unknown duration post implant of this 27mm mitral annuloplasty band, the patient called technical services to see if she could undergo an MRI. The patient stated that they had "complications after her mitral valve repair" and had to have a redo-sternotomy. The patient wondered if the sternotomy wires were MRI safe. No additional adverse patient effects were reported.